Event description:
A patient was having aneurysm clipping and an intra-op angio procedure performed. After the clipping, the angio team attempted to perform the angio with oec 9600 c-arm. When the c-arm did not function properly, not allowing fluoroscopy, it was re-booted two times. The problem did not clear. A second c-arm was then substituted, but the second machine was not equipped with the vascular package needed to visualize the post clipping of the aneurysm, leading to sub-standard diagnostics.